Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 220 mg/dl and 110 mg/dl within 10 minutes on the compact system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she did not have the strips and so no product will be returned for evaluation.